Event description:
It was reported that this pacemaker stored two signal artifact monitoring (sam) episodes on (B)(6) 2020 due to what appears to be non-physiologic noise with 2-3 seconds of right ventricular (rv) oversensing without pacing inhibition and r-waves were observed during the noise; emi or a procedure was suspected. It was noted that the patient recently had an implantable neurostimulator (ins) implanted, however the date of the implant was unknown. Another sam episode from (B)(6) 2022 showed high frequency atrial noise and noise response pacing. In addition, this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Ra pace impedance measurements were stable at 700 ohms prior to the lss, and were later stable in unipolar at 400 ohms. Ra pace impedance trends are not consistent with a lead/spring contact interaction. Technical services (ts) recommended further ra lead evaluation in clinic to rule out a possible lead integrity issue. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker stored two signal artifact monitoring (sam) episodes on december 04, 2020 due to what appears to be non-physiologic noise with 2-3 seconds of right ventricular (rv) oversensing without pacing inhibition and r-waves were observed during the noise; emi or a procedure was suspected. It was noted that the patient recently had an implantable neurostimulator (ins) implanted, however the date of the implant was unknown. Another sam episode from march 7, 2022 showed high frequency atrial noise and noise response pacing. In addition, this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Ra pace impedance measurements were stable at 700 ohms prior to the lss, and were later stable in unipolar at 400 ohms. Ra pace impedance trends are not consistent with a lead/spring contact interaction. Technical services (ts) recommended further ra lead evaluation in clinic to rule out a possible lead integrity issue. This pacemaker system remains in service. No adverse patient effects were reported.